Manufacturer narrative:
Concomitant medical products- model: 407652, lead; implanted: (B)(6)2013 model: 310c31, tissue valve; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed oversensing, noise and possible electromagnetic interference (emi). Impedances are stable and the oversensing was not able to be reproduced with manipulative testing and isometrics. Follow up was conducted and it was verified that no reprogramming has been completed at this time and the patient will continue to be closely monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.